Manufacturer narrative:
This report is being filed due to an update with the evaluation method, results and conclusion codes.

Event description:
It was reported that approximately five months after the implant of this cardiac resynchronization therapy defibrillator (crt-d) system, the patient experienced a systemic infection. The physician decided to explant the crt-d system, however upon removal of this right atrial (ra) lead, only the proximal portion could be removed, the distal end was surgically abandoned. It was suspected that the tortuosity of the anatomy and the equipment used during the laser lead extraction likely caused the atrial lead to become compromised. No additional adverse patient effects were reported.

Event description:
It was reported that approximately five months after the implant of this cardiac resynchronization therapy defibrillator (crt-d) system, the patient experienced a systemic infection. The physician decided to explant the crt-d system, however upon removal of this right atrial (ra) lead, only the proximal portion could be removed, the distal end was surgically abandoned. The physician mentioned that the anatomy and the equipment used during the laser lead extraction likely caused the atrial lead to become compromised. No additional adverse patient effects were reported.